Event description:
Reportedly, the device did not seal the tissue properly. The sealing tones were confirmed however when the jaw was opened bleeding occurred. There was a reported blood loss of 300 cc.